Manufacturer narrative:
No service was requested by the user facility who decided to not repair the compressor. Since no parts were returned for our investigation, the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref : 340809.

Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).